Event description:
Procedure type: lap nissen. According to the reporter: when taking a big bite of the stomach, the needle broke in half and part was left in the stomach, but the surgeon retrieved it. It happened twice. The surgeon had trouble pulling the needle through the thick tissue. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).